Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing/and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The parents reported a decline in hearing performance with the device after a head trauma on (B)(6) 2019. The user was observed for one month and the hearing did not improve. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported a decline in hearing performance with the device after a head trauma on (B)(6) 2019. The user was observed for one month and the hearing did not improve. The user was re-implanted.